Event description:
It was reported that the insulin pump was exposed to an MRI. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind process as a result of a motor encoder being out of phase.